Event description:
As reported, the tip of the sv .018¿ x 300cm straight (st) peripheral steerable guidewire (pgw) came unraveled inside of the patient. The wire had to be snared out. There were no damages noted to the packaging of the devices prior to use. The device was stored, handled and prepped as per the instructions for use (IFU). Per analysis of the device, the wire was received stretched /unraveled damage and fracture/ separated at distal tip.

Manufacturer narrative:
After further review of additional information received the following sections b5, g4, g7, h2, h3 and h6 have been updated accordingly. As reported, the tip of the sv .018¿ x 300cm straight peripheral steerable guidewire came unraveled inside of the patient. The wire had to be snared out. There were no damages noted to the packaging of the devices prior to use. The device was stored, handled and prepped as per the instructions for use (IFU). A non-sterile guidewire (pgw .018 sv short 300cm st) was received for analysis coiled inside a plastic bag. Per visual analysis, the wire was received with stretched/unraveled damage and was fracture/separated at the distal tip. No other anomalies were found. Per microscopic analysis, the core wire was observed curved and fractured/separated from the coiled wire. The coiled wire was observed to be stretched/unraveled. It seems as if the guidewire was stretched and forcibly pulled at the distal tip leading the core wire to fracture/separate as well as the and coiled wire to unravel/stretch. No other issues were found. A product history record (phr) review of lot 35260149 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events by the customer as ¿distal tip-wires- unraveled/stretched - in patient¿ and ¿distal tip-wires-fractured-separated - in patient¿ were confirmed due to the stretched/unraveled and fractured/separated damage conditions of the guidewire as received. However, the cause of these conditions could not be conclusively determined during the analysis. It seems as if the guidewire was stretched and forcibly pulled at the distal tip leading the core wire to fracture/separate as well as the and coiled wire to unravel/stretch. Procedural/handling factors and/or vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the product analysis nor the phr review results suggest that this damage is related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35260149 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of the sv .018¿ x 300cm straight (st) peripheral steerable guidewire (pgw) came unraveled inside of the patient. The wire had to be snared out. There were no damages noted to the packaging of the devices prior to use. The device was stored, handled and prepped as per the instructions for use (IFU).